Event description:
The customer reported that the system was making an alarm sound and would not boot up or expose. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be identified or duplicated. The sys was operating as intended.